Event description:
It was reported that the entire system including the implantable cardioverter defibrillator, the right ventricular lead, and the right atrial lead, was explanted due to a bacteremia infection. Patient condition was stable.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.